Event description:
Potential false positive ckmb & troponin I (tni) results on triage cardiac panel compared to laboratory method using j&j eci for two pts where the first draws were done in the ed, and showed elevated results. Subsequent draws done in the lab were normal. It was reported that one pt initially presented to ed in 2009 with complaint of cp (chest pain). No cardiac markers run on initial visit. Two days later, pt returned with same complaint. Ckmb and tni were run (no myoglobins) and results were normal so pt was discharged. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Investigation pending.